Event description:
Reporter alleged that the customer received a result of 98 mg/dl on the advantage system while he was incoherent. Reporter stated she called an ambulance, they arrived 30 minutes later, obtained a result of 65 mg/dl on their system and treated the customer with a glucose IV. Reporter stated he was taken to the hospital. No other actions were reported taken or treatment received. No adverse event reported as there was not a delay in treatment. A request was made for the return of the affected product.